Event description:
Child admitted with line infection. Noted to have swelling along the tunnel. A 3.5 cm collection noted on ultrasound. Linogram showed extravasation of contrast adjacent to tunnelled catheter. Groshong removed, said to have multi holes in groshong below the skin.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed no other similar product complaint file(s) from this lot.